Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the battery became hot and warped the housing and they were not able to seat the battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.